Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold. The atrial lead was capped and replaced on (B)(6) 2022.  The patient's condition was stable throughout the procedure.